Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 52 mg/dl. The customer declined to troubleshoot for the low blood glucose level. The customer wanted to focus on issues with the sensors. The customer treated the low blood glucose level with a nectarine, chocolate milk mixed with maple syrup and an early dinner. After treating for the low blood glucose level the customer stated " it did the trick". The product was not replaced and the product was not returned for analysis.